Event description:
Caller states the pt tested greater than 5.0 inr on the coaguchek s system while a comparison lab returned as 3.2 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, caller did not identify which strip lot was used.